Event description:
It was reported that an ilet bionic pancreas had an unresponsive and visibly damaged screen, resulting in the display being difficult to read; the device was replaced, and the user, who wears a dexcom g7 and had backup therapy, was assisted with setup and pairing. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed an ambient light¿related visibility problem associated with the touchscreen and a display that was difficult to read. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.

Manufacturer narrative:
Initial.